Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device has been sterilized and released according to all applicable procedures. Kora 250 dr (sn : (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: (B)(6) 2017 use before date: 13 october 2019 sterilization lot: s0289 - 3116 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection and other details unknown). No further information is available.

Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Kora 250 dr (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 13 october 2017 use before date: 13 october 2019 sterilization lot: s0289 - 3116 vega r52 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 19 october 2017 use before date: 19 october 2020 sterilization lot: 7i10 vega r58 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 12 november 2017 use before date: 12 november 2020 sterilization lot: 5i11 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection and other details unknown). No further information is available.